Event description:
It was reported after review of the history, the patient's lead had partially pulled out of position. The physician had planned surgical intervention, however, the procedure had been postponed. Follow up identified the physician had replaced the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.